Event description:
Life pack was applied to pt. Monitor was unable to give a cardiac rhythm. Monitor turned off and on in attempt to correct issue. Did not correct. Another unit was brought in and utilized.